Event description:
On 11/11/2021, it was reported by an arthrex employee via e-mail that a ar-4500 meniscal clinch failed to deploy the second implant. This occurred on (B)(6) 2021a meniscal procedure after the first needle successfully implanted through the tissue, then when the surgeon continued to deploy the second implant, the needle was pushed out however there was no peek of the second implant. The case was completed using a device of the same part, but different batch number.additional information requested

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is user error due to improper deployment sequence and/or applying excessive force during use.